Manufacturer narrative:
This supplemental is being submitted to provide information found during additional investigation. For this investigation, a review of the device history record (DHR) was conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Investigation conclusions remain unchanged. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
This supplemental report is being submit to provide the results of the manufacturer's investigation. A review of the instructions for use (IFU) and an evaluation of the device were completed during the investigation. The following statements are found in the IFU: important information please read before use "do not twist or bend the bending section with your hands. Equipment damage may result." "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." "Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." The device evaluation was provided in the initial report. The root cause was unable to be identified. A probable cause of the leak is perforation caused by the handling of accessories. A probable cause of damage to the insertion section includes mishandling leading to damage caused by external forces or chemicals.

Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The evaluation found the insertion tube had chemical damage / discoloration. Additionally, the scope failed the leak test from the instrument channel. The bending section was noted to have fluid (internal) an the image had image guide bundle breakage. The scope was repaired and returned to the user facility. A review of the scope's repair records indicated the scope was last repaired on march 18, 2020. The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during reprocessing, the evis exera ii ultrasonic broncho-fiber video scope failed the leak test. No patient injury or harm was reported.